Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following direct selective laser trabeculoplasty procedure, the patient experienced iritis one-month post procedure and received steroid therapy three weeks after the procedure. Additional information was requested.